Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. The motor drive unit abnormally noisy and caused the cables of the disposables to jerk around. The procedure was completed without any pt consequences.

Manufacturer narrative:
(B)(4).. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-06549, 2210968-2012-06550, and 2210968-2012-06551. The same pt is represented in each medwatch.